Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the trocar balloon was cut. The locking collar, valve seal, valve doors and obturator appeared intact. The inflation syringe was not received. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the cut balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of the laparoscopic procedure, when they wanted to place the trocar, the balloon was pierced and reducer broke itself. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.